Event description:
During a tfn procedure the helical blade got lodged in the tfn during insertion because the locking mechanism in the nail was deployed. The surgeon had to remove the blade with an extraction device. A piece of the locking device in the nail was broken off but was retrieved immediately. The surgeon then removed the nail, replaced it with a longer nail and reinserted the same helical blade. The helical blade inserter and connecting screw were damaged while trying to remove the helical blade. This resulted in approx a 45-minute extension to the planned surgery, but the surgery was completed with no further complications. Pt was reportedly recovering well. This report is # 2 of 4 for the same event.

Manufacturer narrative:
Based on examination of the returned parts and review of this complaint description, the locking mechanism in the nail was in the locked position when attempting to insert the screw and the locking tab was sheared off as a result. This issue has been noted on several previous complaints for the tfn nails and a CAPA was initiated to address it. The returned nail was manufactured in september 2011 which is prior to the corrective action from the CAPA being implemented.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history records revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal mfg and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.